Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported a flo-gard device with an occlusion alarm that would not clear. This event occurred during pt infusion in 2009. The pharmacy representative stated the pt was started on an infusion of remicade 432mg at 125ml/hr. The infusion was running without incident for approximately 10 minutes. After 10 minutes the flo-gard device alarmed occlusion, and the nurse was not able to clear the alarm. The device was switched for another flo-gard device, and the infusion was continued without incident. There was no medical intervention/injury associated with this compliant. The device was shipped back to baxter for service. No further information is available.